Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager was not detected on the bus. A field service engineer powered the station down, replaced the remote manager control controller card, powered the station back on, logged into the station, and assigned the new controller card. The pharmacy staff verified that the remote manager was functioning normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote manager was off the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.